Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: apr. 4, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut. Damage on the surface of the lens was also observed, consistent with a lens that was cut and explanted. No issues that could cause or contribute to the complaint issues reported were observed. The complaint issue "calculation issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section b3: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon was scheduled to explant the toric intraocular lens (iol) with 15.5d shortly due to mechanical failure. As per the additional information received, iol was explanted on (B)(6) 2024 and replaced with another iol of same model and 13.5d. Iol was explanted due to unexpected post op refraction which was due to a calculation error. Patient was experiencing halos and patient's distant vision was blurry. There was no any patient injury. There was no any medical or surgical intervention was required. Patient is doing better now. No further information is provided.